Event description:
It was reported that patient had an "uncomfortable feeling" on left side of her pelvis that started on the day of this call was noted as sudden. The patient stated she has decreased stimulation but that was not relieving the pain. There was no fall or trauma reported regarding this issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information has been requested regarding uncomfortable feeling on the left side of your pelvis but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that there was no change in activity just started all of a sudden and patient did not increase amplitude. The step taken was to decrease amplitude but still had discomfort, so turned it off. The next day turned on and no problem since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.